Manufacturer narrative:
(B)(4).

Event description:
It was reported while in use, the pump was having excessive drain failure alarms. As a result, the pump was swapped out successfully. The field service engineer was able to reproduce the drain failure alarm and the pneumatic control system was replaced. There was no report of patient complication or serious injury and death.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "drain failure alarm" is confirmed. Dried blood/condensation was noted inside the pcs assembly, which is potentially the cause of the drain valve becoming sticky. The sticky drain would possibly result in a drain failure alarm. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to further investigate the root cause.

Event description:
It was reported while in use, the pump was having excessive drain failure alarms. As a result, the pump was swapped out successfully. The field service engineer was able to reproduce the drain failure alarm and the pneumatic control system was replaced. There was no report of patient complication or serious injury and death.